Manufacturer narrative:
Failure to follow instructions: carefully inspect all product packaging for damage or defects prior to use. Do not use if ''the device is damaged''. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 108mm thoracic aortic aneurysm. It was reported during the index procedure that it was not possible to prime the sideport extension with saline solution via the flush port of the delivery system. Due to the complicated nature of surgery the physician elected to make a small puncture on the sideport extension near the handle and fill the shaft with saline through a needle. This resolved the event and the procedure completed successfully without and adverse events reported. Per the physician, the cause of the event was suspected to be product related.

Manufacturer narrative:
Updated patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: it was not possible to flush the delivery system with a syringe via the side port. The puncture site was observed on the graft cover. The handle was disassembled to inspect the end seal assembly. The o ring was observed to be unseated in the assembly. On removal deformation was observed to the o ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.